Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in a calcified and moderately tortuous arteriovenous fistula. This 5.0 x 20/40 (4f) sterling balloon catheter was selected for treatment. The balloon ruptured on the first inflation at 8atms. There was no resistance experienced with the catheter during use. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.